Event description:
Customer reports lancet will not retract into the multiclix drum. No accidental needle stick occurred. The malfunction was confirmed upon evaluation by the manufacturer. No adverse event reported. Requested return of suspect device and replacement was sent.